Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator stopped operating, and did not start. There was no patient involvement when the issue occurred. No patient or user harm reported. While upgrading the software, the se noted that the v60 ventilator stopped operating, and did not start. The se noted that the central processing unit (cpu) was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.